Manufacturer narrative:
The product analysis indicates that one un-sealed sample, part number 1884012em from lot number 0210014283, was received. Visually, the tip had become detached from the middle assembly, which would have resulted in the reported event. The portion that became detached measured 0.46¿ long. When viewed under magnification, there was deformation of both the front and inner hubs consistent with improper loading into the handpiece as well as excess pressure applied while in the handpiece. The instructions for use provide details regarding proper loading of a bur/blade into the handpiece and warn that excessive pressure applied to a bur/blade may cause a fracture. [Exceeded sufficient pressure required for operation]. Functionally, the blade loaded securely into a handpiece. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the device broke off. The fragment was retrieved from the patient with no additional surgical procedure required. There was no patient injury.